Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, 3 hours after the pumping was started, the pump gave a monotone alarm which is none of classes 1 to 3 alarms and the message, "ap fos cal key missing or corrupt" appeared. On (B)(6) 2011, pumping was started around 11:00 & around 14:00 the pump gave a monotone alarm. Even though "monitor" was selected as an ap selection, the "ap fos cal key missing or corrupt" message appeared. The monotone alarm was not reset even though the reset button was pressed. The pump was shut off then on in 5 to 10 seconds for the first time. Right after pumping was started, the message came back. Suddenly, the pump was shut down. The pump was turned on & pumping was started. Again, the message immediately came back. The monitor started flickering & blackened gradually. The medical engineer (me) checked the connections of the monitor, but the monitor never came back. The pump was shut off then on again for the second time. The me unplugged the ac cable to cause the pump to give an alarm which was "system running on battery power" in order to reset the monotone alarm together. However, the alarm could be reset, but not the monotone alarm. The pump was shut off then on again for the third time. The pumping was started. The message came back, but the alarm was gone. (All of the above happened in about 30 mins). The pumping was resumed with the message on. The monotone alarm did not sound about 3 hours after the third shut down of the pump, but the message was still on. On (B)(6) 2011, the pump was replaced around 17:30 & our sales rep brought another machine for replacement. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if the iabp therapy was delayed or interrupted. There were no reported pt complications. The pt outcome is good.